Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2022 and the suture was used. During surgery, the suture is easily broken when doing tie. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? Events reported via 2210968-2022-07495, 2210968-2022-07496, 2210968-2022-07497, 2210968-2022-07498, 2210968-2022-07499, 2210968-2022-07500, 2210968-2022-07501, 2210968-2022-07502, 2210968-2022-07503, and 2210968-2022-07504 and 2210968-2022-07506.